Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia following an infusion set change, with a suspected cannula or delivery issue and a fingerstick glucose of 498 mg/dl while using the ilet system. Symptoms included an elevated blood glucose feeling without loss of consciousness or other acute complications. Outcomes included the use of backup therapy via a manual insulin injection and temporary disconnection from the pump, with self-monitoring and no professional medical intervention or hospitalization. Investigation included troubleshooting and user education through customer support. Investigation of this case revealed the cause of the hyperglycemia to be unclear, with no confirmed device malfunction identified based on available information. It was concluded that the event was user-reported hyperglycemia of unclear cause, with corrective action taken by the user and symptom resolution anticipated with continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.